Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a f/u report detailing the results of the eval once it is completed.

Event description:
Info was rec'd that reported a pt was hospitalized in 2008, due to hyperglycemia. The pt was hospitalized when her blood glucose of 460 mg/dl and troubleshooting did not succeed in bringing her blood glucose down. She was treated with insulin and IV fluids. The device should be returned for eval; to ensure that it is functioning correctly, and did not contribute to the reported incidence.